Manufacturer narrative:
In this case, the returned device analysis could not confirm the reported gripper actuation issue as both grippers were able to lower and raise as intended. The reported leaflet grasping could not be replicated in a testing environment as this was related to patient/procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported gripper actuation issue could not be determined. The reported difficulty grasping the leaflet was likely related to the challenging anatomy (dilated left heart, tethered posterior mitral leaflet, coaptation gap of 5mm). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The additional cds device referenced is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve however the leaflets were unable to be grasped. After several attempts, it was noted one gripper was not lowering. The cds was retracted to the left atrium (la) where the grippers were tested and the one gripper still would not lower. The cds was removed without issue and replaced with a new cds and the clip implanted without issue. During preparation of the third cds, one of the grippers was stuck half way down. After multiple unsuccessful attempts, it was decided to not use the cds. Another clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.